Manufacturer narrative:
B3: date of event is estimated. Device has not been returned for product investigation.

Event description:
It was reported that the patient's oxygen levels had dropped due to their unit. As a result, the patient was hospitalized. No further information is available. The inogen team attempted to contact the patient for further information three times with no response.